Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number c1441166 involved in this complaint was not returned therefore a document based review will be performed. Documents review including IFU review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1441166 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1441166; upon review of complaints this failure mode has not occurred previously with this lot #c1441166. The instructions for use ifu0062-5 which informs the user to "if wire guide or stent cannot advance through obstructed area, do not attempt to place stent". There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the torturous patient anatomy resulting in delivery system damage. Tension and force due to tortuous access, could potentially lead to a deployment difficulties. From additional information received there was resistance felt passing the wire guide and evolution through stricture. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Customer complaint is confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends

Event description:
Reported by the dm via phone call- this occurred while attempting to deploy the stent. The stent was not deploying and then made a snapping noise they removed the stent from the patient and attempted deploying the stent again outside of the patient and the stent would not deploy. The stent was discarded of and the procedure was completed using a competitor stent.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Reported by the dm via phone call- this occurred while attempting to deploy the stent. The stent was not deploying and then made a snapping noise they removed the stent from the patient and attempted deploying the stent again outside of the patient and the stent would not deploy. The stent was discarded of and the procedure was completed using a competitor stent.